Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent transfemoral tmvr in a previously implanted 29mm non-(B)(6) (epic) surgical valve. As reported, the 29mm epic valve had a mean gradient of 30mmhg. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).